Event description:
Affiliate reported that a breakage of silicone housing was noted and needed to be replaced.

Manufacturer narrative:
It is anticipated that codman will receive the device for eval. Upon completion of the investigation, a follow-up report will be filed.